Event description:
The customer initially reported a battery out limit alarm and upon attempting to clear the alarm, the esc button on the customer's insulin pump ceased functioning. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons function properly; all operating currents are within the specifications, no unexpected low battery or off no power alarm noted. Battery was inserted several times and all operating currents were normal. No unexpected low battery, off no power or battery out of limit alarm noted during testing. Insulin pump received with minor scratches display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window through reservoir tube and cracked pump belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.